Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reported via phone call that the patient's blood glucose was high. The customer is having issues with bent cannulas. Customer stated she was getting no deliveries for the bent cannulas. Customer stated that the no deliveries come when she is getting a bolus and basal, mostly boluses. Customer stated her blood glucose would get into the 3 to 4 hundred mg/dl. Customer reports they are unable to troubleshoot at time of call. Customer reports alarm did not occur during manual prime. Customer is not able to troubleshoot at time of call. Unable to determine the cause of the issue. The reservoir will not be returned for analysis.